Manufacturer narrative:
Awaiting product return to quality investigation.

Event description:
Consumer called to report her meter is getting low readings. Analysis run on clark error grid using mean avg. Reading (55) as reference point vs. Bd readings (30, 80) yielded some data points in the d range of the grid, outside acceptable limits.